Manufacturer narrative:
The insulin pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The insulin pump had intermittent button response during testing due to corroded keypad traces. There was no button error alarm on the device. The insulin pump was received with cracked case on the lcd display window corners, scratches on the lcd window and cracks on the reservoir tube lip. The insulin pump functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 407 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with manual injections. Customer went to the hospital and experienced diabetic ketoacidosis. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.